Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) had touch screen failure and found lower display to be unresponsive. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11(type of investigation, conclusion, component codes, findings). Corrected data: h6 (medical device ¿ problem code). Additional contact name: (B)(6). A getinge field service engineer found the lower display to be unresponsive during preventive maintenance. Fse replaced touch assembly to resolve reported issue.

Event description:
N/a.